Event description:
(B)(4) it was reported by the consumer that the v18rlr custom mechanical wheelchair arms would not stay latched, and it had missing components. Additionally, it was reported that the upholstery ripped on the side which caused her to fall backwards.

Manufacturer narrative:
(B)(4) it was reported by the consumer that the v18rlr custom mechanical wheelchair arms would not stay latched, and it had missing components. Additionally, it was reported that the upholstery ripped on the side which caused her to fall backwards. Medical emergency attention was sought. Should we receive additional information, this file will be revised, and a supplemental report will be submitted. Only one MDR report will be submitted for this event, although two different complaints were created because of different parts needed to repair the unit, and the file numbers are the following: (B)(4).